Event description:
A call was received from the hospital requesting downloading of logs from the ventilator. The hospital wanted to see the time line and what took place during the period the ventilator was connected to a pt to what was described as an occurrence due to a user error. The explicit user error was not provided. The hospital stated that there was no pt harm. Importer reference #: (B)(4). Manufacturer reference #: (B)(4). Reference MFR # 8010042-2014-00149.